Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was lcd pot was not calibrated. The upstream occlusion (dso) seal was replaced and cam flex sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to an error code 46184. Upon physical inspection, an upstream sensor plate was buckling, was found. There was no patient involvement, and no patient injury was reported.